Event description:
(B)(4). Initial report was received on 10-dec-07 and follow-up was received on 11-dec-07 and 13-dec-07: this non-serious report was received from a nurse via our affiliate in (B)(4). This report involves a (B)(6) female pt who was administered sculptra (poly-l-lactic acid) on (B)(6) 2007 (dosage, indication and location of injection not provided). Medical history and concomitant medications were not indicated. A nurse reported that this pt was administered poly-l-lactic acid on (B)(6) 2007, the pt developed a lump on her jaw line, which was not near the site that poly-l-lactic was administered. The pt was referred to a dentist and was diagnosed with lymph node inflammation. The nurse stated she did not feel the lump when the skin was pressed together, but once she pressed down on the skin she could feel a bump/lump. The pt is scheduled to undergo major dental work 'soon.' The pt's outcome was unk. The reporter did not provide a causal assessment. Further info is being requested.

Manufacturer narrative:
Additional info was received on 11-dec-07: no new info. Additional info was received on 13-dec-07: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history report) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Addendum for follow-up info received on 02-jul-08: the pt reported that in (B)(6) 2007, the pt started to pay for three treatments. After the first treatment, she had several bruises, her jaw in one area was swollen, and when it went down, she had a hard lump. She kept going back to where she had the treatment performed, and she was told that it was just part of her jaw. The pt's dentist got her an emergency appointment at the oral department at the hospital for a specialist to decide what the problem was. The pt stated that he confirmed that it was a swollen lymph node which was caused by poly-l-lactic acid being injected too deeply. The pt since had lumps come up on the other side of her jaw. She was told by the specialist that the only way she would remove the lump was through surgery. At the time of this report, the events remain ongoing.